Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: maude report (mw5097476/10747475).

Event description:
1 false positive sofia sars result for 1 patient reported by facility testing approximately 2000 patients each work week. It is unknown whether patients tested were symptomatic or asymptomatic. Confirmation testing was reported to be done by the cdc with pcr resulting negative. Additional mdrs to be filed for each event.